Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated report:0001825034 - 2017 - 05076, 0001825034-2017-05081. Medical products - ringloc acetabular liner ep-108322 lot 495850. Biomet hip system modular head 163674 lot 654500. Unknown femoral stem. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Review of radiographs reveals a smaller femoral head than the prior head, as well as excessive inclination of acetabular cup. Both of these facts are associated with an increased risk of dislocation; however, definitive root cause for the reported event could not be determined with the information available a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a second closed reduction due to dislocation within one year post-implantation.